Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event is unknown . Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device histo ry records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the hospital that the reamer head cutting instruments are not sharp enough. The reamers are getting stuck and not completing the ¿ream¿ because they are too dull. The age of each of the devices is unknown. No specific case information. The reamers are used repeatedly for procedures not involving trauma cases. The hospital usually has at least eight (8) reamer sets in use and the most common sizes are 8.5mm thru 12.5mm. The hospital central sterile personnel investigates the reamers for tissue and debris before each procedure. This report is for nine (9) devices. (B)(4).